Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, during deployment of the 29mm s3 valve on the commander delivery system, the balloon ruptured. A second commander delivery system was opened for post dilation, if needed. After evaluation of the valve by echo post dilation was not needed. Patient was stable with a successful deployment of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6: component code, type of investigation, investigation findings, and investigation conclusions. The device was not returned. Imagery was provided on imaged provided by the site and the following was observed: inflation balloon burst longitudinal. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed per provided photos. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the device history records did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "during deployment of the 29mm s3 valve on the commander delivery system, the balloon ruptured. The patient had a moderate degree of calcium in the landing zone". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.